Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the clip came off of the actual clip applier itself, then surgeon tried to load a double clip and the actual clip applier would not close. Another disposable ca500 was pulled to finish the procedure." Pt status: "pt is ok, no pt harm."